Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an open lumbar fusion for a degenerative disc disease, the distal, threaded tip of the x-10 tool's locking mechanism broke off when tightening the rod on the patient's left side. The cross-link device had to be explanted and an additional device had to be implanted through an additional surgery. The patient is alive with no injury. Reporting on the explanted device will be handled in a separate product event (B)(4).